Event description:
A malfunction was reported with a displayed code of "malf 0". There was no reported adverse impact on customer's blood glucose level. Customer continued to use the pump for insulin therapy.